Manufacturer narrative:
One device was returned to bd for evaluation. The investigation is unconfirmed for catheter kinking, as no kinking was observed during sample evaluation. However, the investigation is confirmed for splits due to pinch-off, as there were two longitudinal splits that were longitudinally aligned with each other with mostly smooth split surfaces. Additionally, there was material discoloration observed adjacent to the splits and the depth markings on the catheter appeared worn. These characteristics are consistent with catheter pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 8808060 implantable port experienced material deformation. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model 8808060 implantable port experienced material deformation. This report was received from one source. There was one patient involved with no patient consequences. Patient age, weight, and gender were not provided.